Event description:
It was reported that the patient had become "violently ill" within one week of implant and had their pump removed that same week. The explant was a different physician than the implanting physician. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).